Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for an ultrasafe device in which the syringe became detached during use by the end user. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As no samples were provided, analysis is based on the customer photo. Visual analysis appears that all moulded components and springs are complete, undamaged, and correctly assembled. Device spring has not been activated but without further analysis of the sample this observation can not be linked to the problem symptom. This product is no longer manufactured at bd swindon therefore, no further actions can be taken. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that an ultrasafe plus x100l png clear separated before use. The following information was provided by the initial reporter: "we received a complaint from a clinic in [redacted]. They report that when taking out the syringe from the cardboard box, the injection glass cylinder slid out of the syringe guard. It seemed that nothing was holding the glass cylinder (with the buvidal) attached to the plastic syringe."